Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of the ammonia imprecision is unknown. The fse proactively adjusted the transfer shuttle, performed reagent syringe alignment, replaced the reagent 1 syringe tip, replaced the lamp of the photometer, ran multiple precision tests and they were good. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer experienced imprecision of ammonia on a dimension exl instrument. On (B)(6) the customer ran a survey for ammonia. One of the two samples was out of expected range. On (B)(6) 2012 the customer ran a precision study with patient samples and found that one of the samples resulted high variation. The customer uses another instrument in the laboratory for running ammonia assay. There are no known reports of patient intervention or adverse health consequences due to the imprecision of ammonia assay.